Event description:
During remote monitoring, the device was unable to pair with the patient's smartphone app. A bluetooth low energy (ble) telemetry anomaly was suspected to be the cause of the event. The patient is anticipated to be brought in clinic for device interrogation, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.